Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the emergency room for unrelated device reasons. Upon interrogation, the pulse generator exhibited multiple inappropriate auto mode switch episodes. It was suspected that it was a lead issue and the lead was capped and replaced but the issue persisted. The physician then elected to explant and replace the device. The patient was in stable condition post surgery.